Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the implant procedure on (B)(6) 2018, the physician attempted implanting the drg lead at the l5 vertebral level and was unsuccessful, so the same lead was used to implant at s1 vertebral level but could not access the foramen (due to patient anatomy). As a result, the procedure was abandoned. Patient may be referred to another physician.